Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that after opening the package and before use, it was notice that the pressure line was separated and unable to fit together with the flotrac. Another flotrac was used and worked successfully. There was no allegation of patient injury. The flotrac is available for evaluation.

Manufacturer narrative:
We received one flotrac - vamp adult kit for examination. The pressure tubing was found broken from the female connector that was connected to the flotrac zero-stopcock. The tubing female connector was not returned with the kit. The tubing was bent near the point of damage. Cross surface of the broken tubing appeared uneven and rough. No other damage was observed from the kit. As it was determined that the tubing was broken and not separated this would not have been a reportable event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.